Event description:
Patient presented to the hospital with intermittent capture on the ventricular lead in high output. Lead repositioning is being considered. No further information is available.

Event description:
It was reported on (B)(6) 2010 that the lead was explanted due to infection. The lead was originally capped due to insulation damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.